Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - product is available for evaluation, but has not been received by manufacturer to date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00173 and 00174).

Event description:
It was reported that patient underwent a procedure utilizing an anchor plug and transverse pin on (B)(6), 2012. During the procedure, the anchor plug thread fractured as the spindle was being tightened to it. The surgeon had to remove the anchoring unit, which included the anchor plug and transverse pin, as a result. The transverse pin fractured upon removal. An additional anchoring unit was available to complete the procedure; however, a delay greater than thirty minutes occurred.